Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulty cannot be determined. The subsequent treatment is based on the circumstances of the procedure. In this it is possible when the guide wire was loaded into the device, the angle of insertion caused the guide wire to poke through the sheath. However, without the device this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to a prostate artery embolization (pae) procedure. Reportedly, a hole in the sheath of the proglide device was noted after resistance was felt with the guidewire during advancement of the proglide device into the anatomy. The proglide device was removed and was not deployed. The suture of a new proglide device was successfully pre-placed and the pae procedure was completed using the same 5f sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.